Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; d4; g1; g3; g6; h1; h2. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: 00596404009 - articular surface size ef 9 mm height (5.5 mm under the condyles) use with plate 5 - (B)(6), 00598604702 - option st tib plt size 6 - (B)(6), 66017569 - palacos r+g 2x40g - (B)(6). G2 : foreign country : united kingdom. H6 : mechanical (g04) - femur. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported by legal that the patient underwent a right total knee arthroplasty. Subsequently, the patient was revised approximately 7 years post-op due to tibial loosening and femoral and tibial osteolysis. Attempts have been made and all available information has been provided. All components were revised.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h4; h6; h10. The event cannot be confirmed. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.